Event description:
Healthcare professional (hcp) reports three incidents of pt experiencing shortness of breath and chest heaviness while being treated on the psn 210 dialyzer in 2002. There was no report of medical intervention required. Per hcp, no further info was retained concerning these incidents.